Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat multiple varices in the dilated submucosal veins in the portal vein system using a lantern delivery microcatheter (lantern), ruby coils, non-penumbra microcatheters and a non-penumbra catheter. During the procedure, the physician successfully implanted multiple ruby coils to the first varice using a non-penumbra microcatheter. The physician attempted to advance the same non-penumbra microcatheter into the next varice but was unable to successfully navigate the torturous anatomy of the patient. Therefore, the microcatheter was removed. Next, while attempting to advance the lantern through the catheter, the midshaft of the lantern kinked and fractured; therefore, the lantern was removed. Then, the physician attempted to advance another non-penumbra microcatheter but was again unable to successfully navigate the torturous anatomy of the patient. Therefore, the microcatheter was removed and the procedure was stopped at this point. There was no report of an adverse effect to the patient.